Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced seizure and loss of consciousness. The customer indicated she was unable to treat herself and was diagnosed with hypoglycemia, but did not provide treatment information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced seizure and loss of consciousness. The customer indicated she was unable to treat herself and was diagnosed with hypoglycemia, but did not provide treatment information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced seizure and loss of consciousness. The customer indicated she was unable to treat herself and was diagnosed with hypoglycemia, but did not provide treatment information. There was no report of death or permanent injury associated with this event.